Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient received the rechargeable system on (B)(6) 2018. The patient stated the replacement was due to normal battery depletion. The patient reported poor coupling and saw the poor coupling screen. The patient stated he repositioned the antenna, and tried the antenna locate feature but this did not resolve the issue. The patient reported he did not see any swelling but it was reviewed how the healing process could affect coupling. The patient stated the ins was 3/4 full. The patient would continue charging even with poor coupling or take a break and try again later. The patient reported they had a follow up appointment scheduled for (B)(6) 2019. No symptoms or complications were reported or anticipated.